Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Pt age: - year of birth - (B)(6). UDI - (B)(4). Concomitant medical products: - vangaurd xp interlok femur. Vanguard xp tibial bearing right medial. Vanguard xp tibial bearing right lateral. Report source - study - (B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery 2 years post initial knee surgery due to aseptic tibial loosening. The patient is reportedly lost to follow up from the date of revision.